Event description:
The patient was experiencing increased spasticity and headache. The catheter had a break, tear, or hole. It was explanted - "segment of catheter in intrathecal sac." It was replaced and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.